Event description:
It was reported that the right ventricular lead exhibited greater than 3000 ohms impedance and a capture threshold of 5.0 v, 1.5 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.